Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited failure to extend the helix. The right ventricular lead was removed and replaced. The patient was in stable condition.